Event description:
Caller reports that during a correlation study the following coaguchek s/coaguchek xs results were obtained: 1.8 inr/2.4 inr; 2.0 inr/2.6 inr; 1.8 inr/2.3 inr; 1.2 inr/1.7 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the coaguchek s system. (B)(4).

Event description:
(B)(4). A pt (B)(6), was enrolled in the (B)(4) for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2008. The pt developed a mild urinary tract infection on (B)(6) 2009 (more than 18 months post injection). The physician feels this is definitely not related to the coaptite implant. The pt was treated with macrodantin for 5 days, at which time the symptoms resolved. Also reported was on (B)(6) 2010, that pt developed cystocele, which was not treated. Again, the physician does not feel this is related to the coaptite implant.